Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a failure to capture images. The issue occurred during an diagnostic endoscopy procedure and the procedure was completed with the same device. There were no reports of patient harm.